Event description:
Caller reported an issue with a continuous glucose monitor, specifically identifying a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information on how to reset the pump, and the caller will proceed with the reset when ready, following up if the issue continues.